Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in brazil reported via a fisher & paykel healthcare (f&p) field representative that the swivel of an ojr416 optiflow junior 2 nasal cannula was detached from the connector (swivel grip) end. The healthcare facility further reported that the subject cannula was replaced. There were no reported patient consequences.